Manufacturer narrative:
Date of event: exact date unknown, event occurred two years ago.

Event description:
It was reported that the patient's ipg had a difficulty holding a charge. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was not returned due to hospital policy.